Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that there were no plans for surgical intervention- the patient had an active infection site at the fracture on their foot (from the accident) and the representative planned on reporting if surgical intervention did occur. The results of the x-ray were inconclusive. The cause of the lack of paresthesia was unknown and no actions were taken to resolve this issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is not experiencing relief from their ins. The patient was involved in an accident in which his right foot was run over by a car, and he subsequently fell. Since this happened, he had not had relief in his left foot where his stimulation previously was targeting. The impedances check shows 2000-3000 ohm range. The rep attempted to reprogram the patient, but the patient did not feel paresthesia at 10v on any contact. Previously his amplitude was below 1v when he had paresthesia. It was recommended the patient have x-rays to confirm placement. The patient will have this done at their appointment on (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.